Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's cap was damaged at 86,620 joules of use. The procedure was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the distal end of the fiber's glass cap was found to be fractured and detached; the distal end of the glass cap was returned with the product and showed evidence of detritus and devitrification. The fiber was found to be broken distal to the fiber/cap fusion zone. Char and detritus on the metal cap was also observed. The fiber condition could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was suspected to be related to heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.